Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the manufacture and expiration dates are unknown; however, it was reported that the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices ((B)(4)) used during the same procedure. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the stomach during a hemostasis procedure performed on (B)(6) 2018. According to the complainant, during the procedure, several bands would not deploy, and the patient re-bled. The same issue occurred with the other two speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, the physician noted that there was no difficulty when setting up the device. There were no patient complication reported as a result of this event.